Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported via a medwatch letter that a guidewire was missing from the tray, so a substitute wire was used from the ar-1923pk disposable instrument kit for tenodesis screw. The end of the wire broke off into patient, but was retrieved prior to closure of incision.